Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.

Event description:
The patient reported that their blood pressure cuff caused bruising. The patient did not receive medical attention due to the bruising from their cuff.